Manufacturer narrative:
Actual device is not available to stryker. Device is still implanted. Investigation will take place and be reported in the follow-up.

Event description:
Surgeon wrote the following to sales rep: "in 2009, I saw patient, she had a b3 distal radius fracture right, and she was operated in the same month. I placed a variax volair wrist plate after reposition; distal four axial stable locking screws (well tightened), in the shaft proximal two ao screws. She got a standard follow-up treatment, which means one week rest and after that careful mobilization of the wrist. After six weeks there is normally a consolidation and then I take a control photo. Now it turns out that there is a collapse of the fracture with dislocation to dorsal."